Event description:
It was reported that during therapy the intra-aortic balloon (iab) was placed due to hemodynamic instability before surgery on march 14, placed in the operating room before surgery. Iabp tube was removed at 1:43 am on march 19 due to blood return in the tube was the balloon re-implanted after removal: iabp balloon was re-implanted at 11:06 on march 19 due to unstable circulation and frequent ventricular tachycardia. Patient had chest tightness and shortness of breath recurred after 20 years for half a year and worsened for 10 days.

Manufacturer narrative:
Due to character limit in e1 full event site name: (B)(6) hospital. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: h6 (health effect ¿ impact codes).

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, b5 (other relevant history),

Event description:
N/a.

Manufacturer narrative:
B4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11 no decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11. Corrected data: d10.